Event description:
It was reported that the patient outlet connector came off. The status of the product at the time of the event was during visual inspection. There was no patient involvement. No additional details provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. The reported issue was duplicated. The cause of the reported issue was that the patient input connector was missing. Installed the new patient outlet fitting with loctite and tightened with a 14mm torque driver. The service history review had no indication that the complaint was related to a service of the device within the review period.